Manufacturer narrative:
IFU was reviewed and it includes hypotony as a known complication and adverse reaction. The device history record was reviewed and product was manufactured, tested, and released in compliance with our procedures. No additional information was provided to new world medical regarding the patient.

Event description:
Pod1 iop 23. Pod 5, ac deeps but iop2 with no choroidals.